Event description:
It was reported that this pre implant pacemaker was not able to be interrogated due to an unknown reason, another device was successfully interrogated and implanted instead. Technical services (ts) was consulted and recommended returning the pacemaker. The product was returned to the manufacturer. No patient involvement.

Event description:
It was reported, that this pre implant pacemaker was not able to be interrogated, due to an unknown reason. Another device was successfully interrogated and implanted instead. Technical services (ts) was consulted and recommended returning the pacemaker. No patient involvement.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device case was removed to facilitate inspection of the internal components and further testing. Internal visual inspection noted a breach in the battery case and dried electrolyte coating the battery and hybrid. The negative tab and the hybrid appeared to have corrosion. The most probable cause was likely due to weld breach of the battery case which degraded the battery. However, analysis of the battery could not determine how the breach in the battery case occurred.

Event description:
It was reported that this pre implant pacemaker was not able to be interrogated due to an unknown reason, another device was successfully interrogated and implanted instead. Technical services (ts) was consulted and recommended returning the pacemaker. The product was returned to the manufacturer. No patient involvement.